Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 in the main cabinet was completely off bus. The field service engineer (fse) inspected and replaced flat flex cable due to visible blackening at the bend; however, the issue persisted despite proper drawer lighting. Fse cleaned the spill contamination under row a and replaced the cubie tray. After repair, all cubies and the drawer were detected and functioning properly. User successfully accessed the cubies and completed a refill. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 failed. The customer tried to reboot and recover but issue did not resolve. However, there were no delays, adverse events or injuries reported based on this event.